Event description:
It was reported an issue with optilene suture. The client reported that the thread detaches from the needle before use. No patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have not received any sample for analysis but a picture showing a needle detached from the thread and the thread is not wound on the pack. However, without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.